Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 28 x 3.50mm taxus¿ liberté¿ drug eluting stent was selected for use in the moderately tortuous vessel and failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed proximal stent damage and stent moved on balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned device found that the crimped stent on the device was damaged. It was noted that stent struts at the proximal end were lifted, stretched and deformed. The stent was found to have moved distally on the balloon. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the length of the hypotube. A visual examination found no issue with its profile. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).